Event description:
The lay reporter contacted lifescan (lfs) on february 11, 2007 alleging that the pt's lancet was does not fire. A medical affairs specialist (mas) mailed a letter to the pt since the user nor reporter could be reached for further clinical information. Mas also listened to the recorded call and obtained the following information. The pt has had the meter for over a year. The reporter mentioned that the "needle does not come all the way out of the penlet." The pt has been unable to test her blood glucose over the weekend due to the lancing device. In the morning, the pt was disoriented, "out of it, eyes rolling in her head" and treated herself with 6 mg of glyburide. Nurse contacted paramedics and her initial reading on the paramedic's meter was 20 mg/dl at 9:30 am. She was treated with oral glucose by the paramedics and was taken to the ER. No further clinical information was provided. It would have been helpful to know whether the pt attempted to test her blood glucose the day of the incident, how long she had experienced the symptoms, whether she ate, readings prior to the event and initial reading in the ER. The technique used to collect the sample was correct. Customer care advocate (cca) sent the pt a replacement penlet. The complaint is being reported because the reporter alleges the pt was unable to test her blood glucose for a couple of days due to the lancing device, had symptoms and was taken to the ER where she was treated for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.